Event description:
In the process of using x long sonosurg handpiece, the surgeon said it was not working properly. He removed the handpiece from the patient during the or procedure and examined the end of the working element. The gold portion of the working element broke off outside of the patient and was retrieved from the floor. The broken piece was examined and the two pieces were compared to another sonosurg handpiece .they were the same length. The technologist from endoscopy picked up the case and the pieces of the sonosurg from the operating room.